Event description:
Device malfunction; difficult to advance. Time of device malfunction: during the procedure. Symptoms/ae: transient ischemic attack. Time of symptoms/ae: during the procedure. It was reported that during a carotid artery stenting procedure, resistance was felt while advancing the xact stent through the guiding catheter and the device became stuck in the guiding catheter. During removal the carotid artery was reportedly "scraped". The patient experienced a transient ischemic attack (symptoms not specified) during this time period. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.